Event description:
This rv lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2018. A call was placed to technical services on 04/11/2018 stating that the patient is having a lead/pocket revision due to high likelihood of infection due to erosion of lead through skin. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).